Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side no complaint. Healthcare professional later reported rupture and low echo nodule of 0.42 cm and 0.68 cm in size at 10 o'clock confirmed via ultrasound.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are lump/nodule: unable to observe. Rupture: no observed openings on the device. As per the investigation procedure, deformation, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side no complaint. Healthcare professional later reported rupture and low echo nodule of 0.42cm and 0.68cm in size at 10 o'clock confirmed via ultrasound. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ nodule/lump: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Device has been explanted.